Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported cardiac arrhythmia could not be conclusively established through this evaluation. The patient remains ongoing on the hm3 lvas, serial number (B)(6) with no further events reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU), rev. B is currently available. Section 1, ¿introduction,¿ lists potential adverse events, including cardiac arrhythmia, that may be associated with the use of the hm3 lvas. Additionally, section 6, "patient care and management," lists arrhythmia as a potential late postimplant complication that may be associated with the use of the hm3 lvas. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received that the patient had non-sustained ventricular tachycardia (nsvt) and multiple ventricular premature complexes (vpcs) since 2020, prior to left ventricular assist device (lvad) implant.

Event description:
It was reported that the patient experienced ventricular tachycardia (vt) on (B)(6) 2024. Radiofrequency catheter ablation (rfca) was implemented. Since then, sustained vt had not occurred. The patient was discharged from the hospital.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed. Section e1: reporter postal office or zip code: (B)(6).